Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is possible physical stress was applied to the bending section, caused damage to the charge-coupled device unit during handling of the device by the user. The damage led to no image and delay of procedure. However, the root cause of the phenomenon could not be determined. The event can be prevented by following the instructions for use which state: -inspection of the endoscopic image -do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Olympus will continue to monitor field performance for this device.

Event description:
No harm, injury, or death resulted due to the device malfunction. The patient did not suffer additional trauma as a result of the device malfunction.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found the following: the bending section had crush marks that affected the image, the image was intermittent during angulation in the up direction, and angulation in the down direction was not to specification. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported the evis lucera elite bronchovideoscope had no image. The issue occurred during an unknown procedure. There was a 10-15 minute delay and the procedure was completed using a similar device. There were no reports of patient or user harm associated with this event.